Event description:
According to the reporter during a esophagogastrectomy procedure, the staples did not deploy and the recharge had no hooks. The tissue was cut and esophagus was left open in the upper digestive tract with a difficult access, working close to the heart and great vessels. The handle did not return to the first position after the first full squeeze of the handle. The handle remained in closed position after the second complete squeeze. A clamp was repositioned on the esophagus and another linear recharge was placed to correct the tissue. The event led to expansion of the incision by 2cm, an increase in surgical time by more than 30 minutes, and an extension of patient hospitalization. There was unanticipated blood loss but not more than 500cc. More anesthesia had to be given to the patient. This resulted in a permanent injury due to more sectioning of the tissue in the esophagus. There was unanticipated tissue loss and tissue damage as a result of this problem. The patient had undergone chemotherapy or radiation treatments. Nothing fell into the patient cavity. Current patient status is alive.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of four photographs of a device. The event report alleges the product was used in a surgical procedure. Inspection of the photographs showed the pushers were not advance, however the angle of the photograph does not allow for confirmation of any partially advance pushers. No staples were protruding from the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: during a esophagogastrectomy/ gastric bypass procedure. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.